Event description:
It was reported that the patient experienced a syncopal episode. It was noted the right atrial (ra) lead exhibited potential far field r-wave (ffrw) oversensing after the p-wave which in effect caused the patient¿s heart rate to go below the lower rate limit. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.